Event description:
It was reported that the patient underwent an MRI scan without the appropriate programming settings. The device was found to be in backup mode with no backup defibrillation function on (bdfo). A device restoration was performed successfully, and therapies were enabled. The patient was in stable condition with no adverse events.